Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported the infusion set was ejected unintentionally from the insertion device, and the day of the call, she has had the same problem again. No adverse event alleged. A request was made for the return of the device.